Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch basic meter was powering off during use. The insulin-dependent pt was unable to test with the reported meter for about 2 weeks because of the alleged power issue. During that time, the reporter claimed that the tp suffered two hypoglycemic events during the time of concern on the day before and on the event date. At each event, the pt experienced symptoms of "weakness." No other symptoms were reported. The reporter treated the pt with something to eat in order to raise her blood glucose. It is not known if the pt's symptoms were relieved after receiving the treatment. It would have been helpful to know the following info: the pt's testing frequency, her medication regimen, and if she made any changes to her diabetes management due to the meter issue. In addition, it would have been helpful to know what her normal/expected blood glucose results are what her usual blood glucose levels are when she starts to have symptoms of hypoglycemia, and if she tried to test herself while having the symptoms. The reporter was unable to duplicate the alleged issue while speaking to the customer care advocate (cca). The pt did not test on another meter during the event. There was not meter trauma. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the tp was unable to test her blood glucose for 2 weeks because of the power issue. The reporter claimed that during that time, the pt became hypoglycemic and required treatment to raise her blood glucose level.